Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16338671. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16327976. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16548865. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 16331371.

Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system experienced a gradual loss of effective pain relief over time. Reprogramming was unsuccessful at regaining sufficient pain relief, therefore the patient underwent an scs system explant procedure with no patient complications postoperatively.

Manufacturer narrative:
Device analysis was performed on the returned implantable pulse generator (ipg) and leads. The ipg passed functional testing and exhibited normal device characteristics. All four of the returned leads revealed distal electrode calcification as a result of foreign matter covering the electrodes at the distal end of each lead. A labeling review revealed materials used for manufacturing can cause negative body reactions resulting in the formation of reactive tissue around the leads and epidural space potentially causing a sensory deficit. Therefore, the calcification on the leads, which was revealed with analysis of the returned devices, likely contributed to the reported inadequate stimulation. These are known inherent risks associated with the use of the scs system as documented in the IFU. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16338671. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16327976. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16548865. Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 16331371.

Event description:
It was reported that the patient implanted with a spinal cord stimulation (scs) system experienced a gradual loss of effective pain relief over time. Reprogramming was unsuccessful at regaining sufficient pain relief, therefore the patient underwent an scs system explant procedure with no patient complications postoperatively.